Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a chronic soft tissue infection at the implant site. Subsequently, the patient's abutment was removed in order to manage the infection.

Manufacturer narrative:
Correction: the correct date of awareness is march 19, 2017 not february 23, 2017 as previously reported. This report is filed on april 04, 2017. (B)(4).